Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to gel smearing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and gel smearing was not observed. Root cause description: based on the investigation, the most probable root cause of gel smearing was related to the gel dispense nozzle. A small string of gel was suspended from the nozzle and became attached to the inside wall of the tube and caused gel smearing inside the tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes experienced gel smearing. No report of serious injury or medical intervention.